Manufacturer narrative:
Product type unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of neurostimulator (ins) cutting off and then surging was that some impedance readings were out of range. The rep reported that they reprogrammed the patient not using those electrodes that were out of range. The rep reported that they spoke with the patient since reprogramming and she was not complaining of the surging any longer. The rep reported that the impedances and reprogrammed was done on (B)(6)2018 at the physician¿s office. The rep reported that they discussed the out of range impedance reading with the physician. The plan was that the managing physician would be referring the patient for a consult regarding a lead revision. The rep reported that no complaints known of since reprogramming on (B)(6)2018. The rep reported that they spoke with the office manager on (B)(6)2018 regarding the referraland she told the rep that she would speak with the physician about it and get back to the rep. No further complications were r eported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The patient reported that starting 3 weeks ago she would randomly have surges from her lumbar stimulator and then it would go normal for awhile. The patient noted that this occurs when she turns a certain way which happens daily. The patient mentioned that she is following up with her health care provider about the issue. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient. The patient reported that movement would decrease surging and just nothing and surging would go away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient stated that their lower stimulation with model number 3711 was cutting off and then surges if they turn a certain way. The patient told their healthcare professional (hcp) about it and they want a manufacture representative (rep) to meet the patient at their office. Patient services sent an email to reps in the area and instructed the patient to have the hcp use the paging service to have a rep paged. The patient noted that the hcp has a lot of their plate so they do not do anything extra. Additional information was received from a rep on (B)(6) 2018 indicating that they would reach out to the patient to set up an appointment. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the issue was not yet determined as the patient had to change appointment twice and had to reschedule meeting with the rep. Patient was going to be seen on (B)(6) 2018 at the hcp office. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.